Event description:
This case is cross referred with the case (B)(4) (same patient). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 16- oct-2017, both the information was processed together with clock start date of (B)(6) 2017) from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day had an important allergic crisis and knee pain after unknown latency. Medical history included arthrosis (diagnosed in 2015). Patient had previously received synvisc one on (B)(6) 2015 in the left knee and on (B)(6) 2016 in the right knee and did not experience any adverse reaction to the product. The last administration of synvisc one was on (B)(6) 2017 in the right knee and the patient experienced local swelling. Concomitant medication included non-steroidal anti-inflammatory drugs (nsaid). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl005 and expiration date: mar-2020) in right knee for arthrosis. On (B)(6) 2017, 1 day after the injection, the patient experienced an important allergic crisis with swelling of the face, anguish feeling and pruritus and erythema at the base of the neck. The patient recovered from swelling of the face and anguish feeling in 48 hours (i.e. On (B)(6) 2017). The physician visited the patient on (B)(6) 2017 and patient was recovering from pruritus and erythema at the base of the neck. On an unknown date in (B)(6) 2017, after unknown latency, patient had pain in knee. The patient was referred to the allergist in order to perform a product allergy test. The physician reported that there was no risk to the patient's life. Corrective treatment: diclofenac potassium (voltaren) for an important allergic crisis and not reported for knee pain outcome: recovering for an important allergic crisis and not recovered for knee pain a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl005 expiration date (03/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 7rsl005 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-oct-2017, there was only 1 complaint on file for lot 7rsl005: 1 adverse event report. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality: related. Seriousness criteria: medically significant for both events. Additional information was received on 19-oct-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
This case is cross referred with the case (B)(4) (same patient). This unsolicited case from (B)(6) was received on 11- oct-2017 (additional information was received on 16- oct-2017, both the information was processed together with clock start date of (B)(6) 2017) from a physician. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 1 day had an important allergic crisis and knee pain after unknown latency. Medical history included arthrosis (diagnosed in 2015). Patient had experienced other allergic crisis produced by other medicines before the initiation of synvisc one. Patient had previously received synvisc one on (B)(6) 2015 in the left knee and on (B)(6) 2016 in the right knee and did not experience any adverse reaction to the product. The last administration of synvisc one was on (B)(6) 2017 in the right knee and the patient experienced local swelling. Concomitant medication included non-steroidal anti-inflammatory drugs (nsaid). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl005 and expiration date: mar-2020) in right knee for arthrosis. On (B)(6) 2017, 1 day after the injection, the patient experienced an important allergic crisis with swelling of the face, anguish feeling and pruritus and erythema at the base of the neck that was caused due to an accumulation of medicines. It was not directly related to hyaluronic acid. The patient recovered from swelling of the face and anguish feeling in 48 hours (i.e. On (B)(6) 2017). The physician visited the patient on (B)(6) 2017 and patient was recovering from pruritus and erythema at the base of the neck. On an unknown date in (B)(6) 2017, after unknown latency, patient had pain in knee. The patient was referred to the allergist in order to perform a product allergy test. The physician reported that there was no risk to the patient's life. On (B)(6) 2017, patient recovered from pruritus and erythema at the base of the neck. The patient was not recovered from knee pain, but the physician stated that this event was related to arthrosis, not with synvisc one. Corrective treatment: diclofenac potassium (voltaren) for an important allergic crisis and not reported for knee pain. Outcome: recovering for an important allergic crisis and not recovered for knee pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl005 expiration date (03/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 7rsl005 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-oct-2017, there was only 1 complaint on file for lot 7rsl005: 1 adverse event report. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality: unrelated for both events. Seriousness criteria: medically significant for both events. Additional information was received on 19-oct-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 14-nov-2017 from physician. Medical history was updated. Outcome of pruritus and erythema at the base of the neck was updated from recovering to recovered. Reporter's causality of both events was updated from related to unrelated. Clinical course was updated and text was amended accordingly.

Event description:
This case is cross referred with the case (B)(4) (same patient). This unsolicited case from (B)(6) was received on 11-oct-2017 (additional information was received on 16-oct-2017, both the information was processed together with clock start date of 11-oct-2017) from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day had an important allergic crisis and knee pain after unknown latency. Medical history included arthrosis (diagnosed in 2015). Patient had previously received synvisc one on (B)(6) 2015 in the left knee and on (B)(6) 2016 in the right knee and did not experience any adverse reaction to the product. The last administration of synvisc one was on (B)(6) 2017 in the right knee and the patient experienced local swelling. Concomitant medication included non-steroidal anti-inflammatory drugs (nsaid). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl005 and expiration date: mar-2020) in right knee for arthrosis. On (B)(6) 2017, 1 day after the injection, the patient experienced an important allergic crisis with swelling of the face, anguish feeling and pruritus and erythema at the base of the neck. The patient recovered from swelling of the face and anguish feeling in 48 hours (i.e. On (B)(6) 2017). The physician visited the patient on (B)(6) 2017 and patient was recovering from pruritus and erythema at the base of the neck. On an unknown date in (B)(6) 2017, after unknown latency, patient had pain in knee. The patient was referred to the allergist in order to perform a product allergy test. The physician reported that there was no risk to the patient's life. Corrective treatment: diclofenac potassium (voltaren) for an important allergic crisis and not reported for knee pain. Outcome: recovering for an important allergic crisis and not recovered for knee pain. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: related. Seriousness criteria: medically significant for both events.